Event description:
On (B)(6), 2011, the plaintiff was implanted with an ams bioarc sling. It was alleged by the plaintiff¿s attorney that the plaintiff ¿suffered injuries including erosion, pain, discharge, abdominal pain, mental anguish and urinary problems as a result of her implantation.¿ it was also alleged that the plaintiff experienced infection, chronic pain leading to the need for further surgery, diminished capacity for the enjoyment of life, and other such damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.